Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3. Date is estimated; year is valid.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that since implant they have noticed sometimes when they move a certain way they can feel the stimulator shifting a little bit, "like maybe moving, like rubbing over one way up or another". Patient said when they put their hand on their bare skin they still feel a little lump there. Patient stated it didn't hurt or cause discomfort but reported they noticed once in a great while it kind of itches and they would take their nails on it and gently rub their palm over it to stop the itching. Patient stated they attributed it to healing. The patient stated their managing health care provider (hcp) told them to be gentle with the implanted system so the patient stated they didn't do what they did for their shingles to the ins site. The patient stated they would just notice like when they put their feet up at night to put lotion on their feet that's an instance where they could feel the ins shift up and that they would move again and it would go back in place. Patient denied having had any falls or traumas that would have led to the issue. The patient stated at one point they had a fall but caught themselves: they stated they were going to sit on a stool in their sewing room and the legs of the stool started slipping so they had to catch themselves with their hands and then they came down on their behind afterwards but they noted it wasn't too hard of a fall and the ins shifting had been going on prior to this. Patient services confirmed with the patient they were getting a 50% or greater reduction in their symptoms. Patient services reviewed device description/function and activity considerations with the patient and redirected the patient to follow up with their healthcare provider to further address the issue. The patient stated they'd reach out to their hcp.